Event description:
It was reported that this right atrial (ra) lead was suspected to exhibit loss of capture (loc). Technical services (ts) was recommended and further testing was recommended. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).